Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tube was found damaged during use after discovering the patients sheets were wet during the fluid rehydration process. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the patient was given punturing with indwelling needle. On the next day, the sheet was found to be wet during fluid rehydration, after checking by the nurse, the tube of the indwelling needle was damaged, so it was replaced immediately."

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tube was found damaged during use after discovering the patients sheets were wet during the fluid rehydration process. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the patient was given puncturing with indwelling needle. On the next day, the sheet was found to be wet during fluid rehydration, after checking by the nurse, the tube of the indwelling needle was damaged, so it was replaced immediately."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8012107. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.